Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found the device in backup mode with product code intact after download, dashes were observed for battery impedance. This was due to a resistor on the hybrid which had a conductivity anomaly. When updated to the current configuration consisting of adding a wire, the hybrid functioned normally.